Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. No device history record (DHR) was received for analysis at the time of submission of the initial 3500a. When the DHR has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath and a brim cap detachment occurred. After the transseptal puncture, the preface sheath was placed in the left atrium by ablation catheter guidance. After removing the ablation catheter, the cap of the preface sheath came off. The physician did not feel the resistance when he pulled out the preface sheath. The cap was reconnected to the hub and the procedure was completed using the same preface sheath. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The brim cap detachment is indicative of a reportable event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17056688 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4)